Event description:
In this event it was reported that the cap unscrewed from a quiet air handpiece while doing prep work. No pt was involved and there was no injury to anyone.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. As rec'd, the handpiece was rec'd missing a cartridge and cap. Production and qual testing of the handpiece was not performed as the device came in missing a cartridge and cap. Multiple dimension on the head were checked by production personnel. The treads and depth of the head were within spec. The handpiece was then microscopically evaluated by quality personnel. Microscopic eval revealed significant debris within the dead cavity.